Manufacturer narrative:
(B)(4). Complainant part is not expected to be returned for manufacturer review/investigation. Part 04.402.009s, lot 7608054: release to warehouse date: (B)(6) 2014. Expiration date: (B)(6) 2019. Manufactured by: supplier nemcomed, packaged by: monument. No non-conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. Sterility documentation was reviewed and determined to be conforming. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient was implanted on (B)(6) 2016 with a 24mm radial head and 9mm straight radial stem. On an unknown date the patient returned to the surgeon complaining of lateral elbow pain. X-ray taken showed that the implant had migrated nearly out of the bone laterally. Revision surgery took place on (B)(6) 2016; the radial head and stem were removed. The canal was re-established with a 2.5 drill bit, a 30cc of cancellous bone graft was placed in the void. The surgery was completed with no reported delay. The patient's outcome was stable following the surgery; however, the patient's elbow will remain unstable permanently. The provided x-rays were reviewed by the manufacturer and it was noted that radiolucency around the implant stem could be seen. This is report 1 of 2 for (B)(4).